Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance to high, out of range values. Along with the rise in impedance, the threshold also rose over several weeks in the same time frame. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.